Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor was found to be the most probable cause of the issue. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the device showed "cassette not attached correctly" with either cassette. Even when no cassette is attached and the latch is closed, the error will pop up." There was unknown patient involvement.